Manufacturer narrative:
The reported events of high capture thresholds, loss of capture, r-wave amplitude variation and oversensing were not confirmed. A complete lead was returned in one piece with helix extended and clogged with blood/tissue. Electrical, visual, and x-ray inspection did not find any anomalies except those consistent with procedural damage.

Event description:
It was reported that asymptomatic patient presented in clinic. The right ventricular (rv) lead showed high capture thresholds with loss of capture, r wave amplitude variation, and over-sensing. The rv lead was explanted and replaced. The patient was stable.